Event description:
Info received indicates the head end casters will not lock completely when in brake. Brake not holding.

Manufacturer narrative:
A tech replaced the head end casters to repair the stretcher.